Manufacturer narrative:
All available information was investigated and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The reported difficult or delayed positioning - anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported gripper actuation issue), a cause for the reported single gripper actuation issue cannot be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5 and thin leaflets. An xtw clip was inserted but one of the leaflets became caught on the clip. The clip was able to be freed from the leaflet without causing damage. However, it was observed that the gripper was no longer functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5 and thin leaflets. An xtw clip was inserted but one of the leaflets became caught on the clip. The clip was able to be freed from the leaflet without causing damage. However, it was observed that the gripper was no longer functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.